Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR. Device evaluated by MFR: the product was received with a corroded pin on the catheter socket. Corrosion of the motordrive (mdu) 5 plus¿s pins may occur if saline leaks into the connector contact area and if the pins¿ platings are scratched. The presence of saline alone is not likely to cause the mdu5 plus to misidentify the catheter. However, dry salts left over from corrosion and/or the evaporation of saline may result in catheter recognition errors. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test and the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-01378 and 2134265-2016-01379. It was reported that automatic pullback failure occurred. The target lesion was located in the proximal right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. During a percutaneous coronary intervention (pci) when connected to the simulator, it was noted that the device connection ended after pullback. Reconnection was done; however, same motion is followed and then stopped. No break can be checked on the motor drive (mdu)5 plus sensor. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01378 and 2134265-2016-01379. It was reported that automatic pullback failure occurred. The target lesion was located in the proximal right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. During a percutaneous coronary intervention (pci) when connected to the simulator, it was noted that the device connection ended after pullback. Reconnection was done; however, same motion is followed and then stopped. No break can be checked on the motor drive (mdu)5 plus sensor. No patient complications were reported.